Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. Post-procedure, fluoroscopy did not show a pneumothorax; therefore, the patient was discharged home. Four (4) days later, the patient came to the ER and a chest x-ray revealed a pneumothorax. The physician was not sure if the ion procedure caused or contributed to the pneumothorax because of the length of time that had passed from the biopsy procedure. A 14 or 16 french chest tube was placed to resolve the pneumothorax. The patient was expected to be discharged within 1 or 2 days.